Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent a spine surgery on the cervical region of his spine from c5 -c6 using rhbmp-2/acs. The rhbmp-2 collagen sponge was placed outside the cage. Patient's post-operative period has been marked by chronic neck pain radiating up to his head and down his spine, swelling and burning in his neck, severe headaches, bilateral shoulder pain, radiculopathy into his upper extremities, difficulty swallowing, and inability to sit or stand for long periods of time. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: failed fusion with discogenic neck pain and transitional syndrome. The patient underwent the following procedures: placement of gardner-wells tongs. Removal of hardware c5-6. Redo fusion c5-6 with extra-extra small bmp, crushed cancellous allograft and 10 mm slimfuse plate from pioneer medical. Disc replacement at c4-5 with prodisc-c (large, 7 mm) and c6-7 with cage (7 mm x 16 mm). As per operative notes, ¿we were easily able to localize the area and it failed. Using a technique developed earlier, we were able to make burr hole first straight down to the left and then angled to the right creating a trough of approximately 5-6 mm with a burr and inside that we were able to stuff a small amount of bmp. Earlier we had prepared an extra-extra small kit of bmp per protocol and what we found was that we took essentially a sixth to one-seventh of this sponge, divided it in two pieces and then further divided it in two pieces.¿ no intra-operative complications were reported.